Event description:
Baxter service center in italy report leaks in cassette of homechoice set used for apd thereapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No patient injury was reported at the time of device return.